Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable pulse generator (ipg) and the pacing lead box was damaged. Both the devices were opened but not used due to sterility integrity concerns. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer sales box was extrinsically damaged. The inner/sterile package (extrinsic) was crushed. The packaging was extrinsically damaged. The outer sales box had been cut (extrinsic). Visual analysis of the packaging indicated damage during shipping. The analyst noted the lead was returned in its unopened sales packaging, the shipping packaging was not returned with a serial number of lff845075v and use by date of 2026-06-10. The outer cellophane packaging was cut. The sales packaging was crushed. The lower back side of the sales packaging was damaged. The right side if the sales packaging was crushed and damaged in the corners. The seal on the sales packaging intact and not breached. The inner packaging was damaged with the seal intact with the contents of the packaging all inside the sales packaging. The inner tray was damage with the seal still intact. The lead inside of the inner tray was undamaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.